Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level displayed as "high"; although specific value was not provided with trace ketones. Customer addressed the elevated bg by manual insulin injection. Customer changed supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.